Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an av access application. The revision was performed in the right upper arm, from an old graft (artery not indicated) to axillary vein. On (B)(6) 2011, thrombectomy and angioplasty were performed at the long segment outflow stenosis. A stent graft was also placed.

Manufacturer narrative:
The review of the mfg records for the device verified that the lot met all pre-release specs.